Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A veneseal closure system was used during a procedure to treat the great saphenous vein (gsv). The device was not reprocessed. The lumen was not flushed prior to use. The IFU was followed before, during and after the procedure. No tumescent infiltration or compression was utilised. Local anesthesia was used. The vein was successfully closed. It is stated that the patient had complications post procedure. Seven days post-op, the patient developed a red itchy rash in the treatment zone. The patient had no signs or symptoms of an infection, and was asked to take nsaids and oral steroids. The patient returned with minimal resolution of symptoms and minor involvement of hives on abdomen. The patient was started on a non-tapering dose of prednisone and an antibiotic, as a precautionary measure. No patient injury reported.

Manufacturer narrative:
Additional information: patient is doing well, but has some slight residual discoloration on the affected area. The patient was given doxycycline for an upset stomach which occurred post procedure as there was issues with tape. The patient has six appointments post procedure. The patient is reported to be seen again in one year. If information is provided in the future, a supplemental report will be issued.